Manufacturer narrative:
The product will not be returning to the manufacturer for evaluation; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It is reported the skin effect was not good. No additional information has been obtained at this time.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the skin effect was not good. On february 7, 2017, it was clarified that the issue was that the device was expanding skin and it was not uniform during surgery on (B)(6) 2016. There was no medical intervention or additional surgical procedures required. The dermacarrier was at room temperature when used and the device has not been replaced by someone other than zimmer biomet. Another device was not used to complete the surgery. There was no harm, injury or adverse events associated with the failure. There was no extension or delay to the surgery and the surgical technique was used on the product. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. Zimmer biomet (B)(6) has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(6) on december 26, 2016 revealed that the sample graft did not pass testing. It was discovered the comb needed replaced. Repair of the skin graft mesher was performed by zimmer biomet (B)(6) on december 30, 2016 which included replacement of the comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event was confirmed since during initial inspection the test mesh did not pass due to the damaged comb. The root cause of the skin effect not being good was due to the damaged comb. The issue was resolved with the replaced comb. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
Investigation results revealed that the comb was found to be damaged. No adverse events have been reported as a result of this malfunction.